Event description:
The patient's family member reported this incident. The suspect device was used to check the patient's blood glucose and a result of 100 mg/dl was obtained. The patient was then given their normal insulin dose of 22 units of novolin 70/30 insulin. Pt then laid down and thirty minutes later was not responding. Pt was awoken and given orange juice. Pt was taken to the hospital and their glucose was 34 mg/dl on a hospital meter. At the same time the suspect device was used and it read 190 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation. The patient's insulin doses were reduced for the am and pm times by the doctor.